Manufacturer narrative:
(B)(4). Insulin pump received unable to perform the displacement due to broken/detached end cap.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated that the whole right side of the insulin pump was damage. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.